Event description:
Additional information received reports the patient never had therapeutic effect. The patient reports they went to hospital and spoke with healthcare provider and the manufacturer representative before they went into surgery and the plan was to have stimulator in the left hip and wires on the right hip. The patient reports they came out of surgery and in recovery area. The patient reports healthcare provider and manufacturer representative explained to family after surgery that stimulator was in the right hip and wires in the left hip. The patient reports healthcare provider and manufacturer representative explained because of a little problem the patient had during the trial they didn't want to take any chances and change it for patient¿s benefit. The patient reports she told them the decision was made to have stimulator on right hip and wires on left hip and they did not have any right to change it after putting the patient to sleep. The patient reports they said it was an educated judgment call and change it, they didn't want patient to have problems in the future. The patient reports they device have not worked since implant like the trial did. The patient ask their healthcare provider what was their alternative if therapy did not work. The patient was diabetic and the healthcare provider was worried to leave an open wound to heal from inside out. The patient other options would be to do a catheter in stomach and patient would have to wear a catheter bag all the time. The patient asked if there are any other bladder device that the manufacturer. Patient asked why did the healthcare provider only do trial for less than three days. It was reported that the healthcare provider do all there patient¿s for 3 days trial. The patient asked there was nothing she could do about healthcare provider changing position of device. The patient asked could healthcare provider turned off stimulator against their will because the patient paid for device. The patient reports they will take healthcare provider to court if the healthcare provider decided to shut down device. The patient reports no stimulation sensation. The patient reports the manufacturer representative change to different program and they have been trying to get the right setting but none of setting worked as well as the trial did. The patient asked if there was a record of the trial setting. The patient was dissatisfaction with their field representative's service. The patient reports they would like to file a complaint about the manufacturer representative. The patient reports they will not change the stimulator and will have to leave the device and cannot move the stimulator because the patient was diabetic. The patient reports the healthcare provider told the patient they could cut the thing off and that would be it. The patient reports she pay a lot of money for stimulator and upset they changed position during implant because therapy would worklike it did during trial. The patient agreed to go back in march 19, 2013 and move the wires to the right side because it was working. The patient reports they will not change the stimulator and will have to leave the device and cannot move the stimulator because the patient was diabetic.

Event description:
Additional information indicated there had never been therapeutic effect since the time of implant. It was stated that the trial worked great. It was reported that the permanent implant was done in such a way that the implantable neurostimulator (ins) was implanted on the right side and the lead on the left. Patient's healthcare professional (hcp) later decided " to re-implant on the lead/ins to the right side."

Event description:
It was reported that the patient never had therapeutic effect. It was also reported that the patient had fallen off a raised toilet the night of the surgery, and the physicians followed up with her regarding her fall 11 days after the fall. It was reported that the place was 'looking good', implying the implant site. The patient never had any symptom relief. There was no symptom control, and the patient was still wearing adult diapers. The patient did a trial with the therapy for 5 days, and then the physician put the implantable neurostimulator (ins) into the left hip. The patient read online that most trials are 14 days. The patient said the device was not working, because she had to turn the device down so low. It was reported that the patient was getting pain in her right hip, 'like a knife is stabbing her'. When the stim was turned up, it was reported that the patient 'doubles over in pain from the pelvic and rectal regions'. It was reported that the patient had an x-ray two weeks ago to ascertain whether the fall in december 2011 had affected her device; it was reported that everything looked fine at that time. The patient said that the therapy was a 'botched deal'; the physician told the patient they could call it a 'botched deal' or do a revision. The patient was scheduled for surgery. The patient was concerned that they were going to put the same ins into the right hip, and she worried that was not very 'sanitary'. The patient wanted to know why they would use the same ins and why they wanted to put it into her right hip. The patient was advised to contact her health care professional (hcp). The patient was also contacted by the manufacturer's representative. It was reported that the surgeon had decided to revise the lead placement and switch the lead to the opposite side. It was later reported that the patient was scheduled for a lead revision, but she had some medical issues and her surgery was cancelled.

Manufacturer narrative:
Product ID 3093-33 lot# v826033 implanted: (B)(6) 2011 product type lead; product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).